Manufacturer narrative:
H.6. Investigation summary: bd received one-hundred (100) samples and one (1) photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for underfill with the incident lot was not observed. Additionally, the customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during with bd vacutainer® sst¿ ii advance plus blood collection tubes there was a low draw. Patient impact was no reported. The following information was provided by the initial reporter: vacuum problem. They conveyed that some sst ii tubes did not vacuum during blood collection and therefore they could not take blood from the patient. During use.